Event description:
It was reported that stent damage and stent dislodgment occurred. The target lesion was located in the mildly tortuous and moderately calcified left circumflex(lcx) artery. A 3.00x32mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the stent was unsuccessful in crossing the target lesion. When the physician was pulling the device out, the stent began to accordion as it was getting close to the tip of the catheter. After noticing this, the physician pulled the catheter, wire, and the device all out. When the devices were in the descending aorta by the femoral artery, the stent came off and was free floating. A vascular access was obtained via the femoral artery and a non-bsc guide catheter was passed in close to the stent and a snare was used to capture the stent. The procedure was completed with another of the same device. No further patient complications were reported and the patient was doing well after the procedure and continues well.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that upon withdrawal of the device through the groin, the stent snagged on the sheath and was able to be removed with the stent delivery system.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination of the hypotube shaft identified that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the balloon confirmed that the stent had detached from the balloon and was not returned for analysis. There was clear evidence of stent crimp on the balloon material. There was no evidence that the balloon had been subjected to any positive pressure and the balloon was tightly folded. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgment occurred. The target lesion was located in the mildly tortuous and moderately calcified left circumflex(lcx) artery. A 3.00x32mm promus premier drug-eluting stent was advanced to treat the target lesion. However, the stent was unsuccessful in crossing the target lesion. When the physician was pulling the device out, the stent began to accordion as it was getting close to the tip of the catheter. After noticing this, the physician pulled the catheter, wire, and the device all out. When the devices were in the descending aorta by the femoral artery, the stent came off and was free floating. A vascular access was obtained via the femoral artery and a non-bsc guide catheter was passed in close to the stent and a snare was used to capture the stent. The procedure was completed with another of the same device. No further patient complications were reported and the patient was doing well after the procedure and continues well.